Event description:
It was reported by patient that he underwent total hip arthroplasty in 2009. At about 4 months post-op, he returned to his surgeon with complaints of groin pain, limited walking and inability to get up and down. He was advised that the operation didn't work and an MRI showed that the acetabular cup was loose. A revision procedure was recommended and is scheduled for 2010.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The need for further corrective measures is not indicated at this time.